Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient woke up to eat carbohydrates and the daughter found him disoriented, so she called 911. At some point during the event, the cgm was reading 86 mg/dl and the blood glucose reading was 150 mg/dl. The patient was treated by emergency medical technicians with IV fluids and more carbohydrates. He was transported to the emergency room, as symptoms did not improve. There he was treated further with carbohydrates, additional IV fluids, and blood work. He was observed for 7 hours before being discharged. There was no documentation of further medical intervention. At the time of the report, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.